Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they had an appointment with their pain management hcp on (B)(6) 2017 but had not yet contacted a surgeon. It was noted that the ins did not turn on by itself anymore, but now would not always turn off when the programmer indicated it was off. No troubleshooting had been performed.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient stated she was scheduled to have her ins replaced due to time frame of normal battery depletion (ins not currently depleted), but it needed to be rescheduled. The patient also stated the ins has recently begun turning on by itself three times. Patient stated it occurred in bed while sleeping and not around any magnetic source. The patient also stated she turns it off with the patient programmer and has turned it down to the lowest setting, so she no longer feels stimulation when it turn on. The patient also mentioned recently having groin problems on the same side as the implant. The patient inquired about battery leakage. Considerations were reviewed with the patient and the patient was advised to follow up with their healthcare professional (hcp). No further complications were reported. No additional patient symptoms were reported.